Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that a power-on-reset (por) message was seen when the patient went to charge her implantable neurostimulator (ins), and therapy had stopped due to the por. During the call, the patient was getting the poor communication screen on the patient programmer (pp) with and without the antenna attached. The patient was able to communicate with the recharger (insr), bypassed the por message, and said the ins battery was 1/4 full with the second 1/4 flashing. A replacement pp was sent to the patient. The patient called back two days later with the replacement pp. The patient wanted to know how she could get all her settings back onto the new pp. Patient services reviewed that the patient would need to sync with the ins and settings should all appear again. The patient stated she was getting a blank pp screen. Patient services reviewed trying new aaa batteries. The patient stated after switching batteries she was successfully able to clear the por while on the call and can continue using her device as intended. The patient stated she planned to charge up her device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the circumstances that led to the por message were that they went to charge and message was on the monitor. Steps taken to resolve the por message were they tried to push buttons a few times but decided a new one was needed. The patient reported they experienced no symptoms related to the por message. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported the circumstance that led to the por message was probably the amount of time since the last charge of the device. No symptoms or further complications were reported.